Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Report source: event occurred in (B)(6).

Event description:
It was reported that during a rotator cuff repair, when the surgeon was attempting to tie the knot of the sutures, the anchor slid up with the knot, and the sutures broke. This resulted in a delay greater than 30 minutes of the procedure. Current information suggests that the anchor was still able to be implanted into the patient despite the malfunction. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies relevant to the reported event were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.